Manufacturer narrative:
Model number/catalog number:sc-2316-50, serial number: (B)(4), batch/lot number: 16869777/16869776, model/catalog description:infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent an explant procedure.